Manufacturer narrative:
One device was returned for analysis. As received no damage or anomalies were observed. During testing, it was observed that the cuff inflated however it deflated. Upon further inspection a channel was observed between the base of the cuff and the main tube. The complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was intubated in the ICU and experienced frequent bucking. An air leak developed with increased airway pressure, which was too large to manage, so the endotracheal tube was replaced. Examination revealed a leak near the proximal portion of the cuff. The event occurred during use, and no patient harm or adverse event was reported.